Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The set up joint (suj) was analyzed and found in system logs, errors 319 and 307 were found indicating node not present at and after startup reported by the arm controller joint (acj) thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found related to the reported event. Installed the set up joint (suj) onto a golden system where no error was triggered and functioned as expected. The complaint regarding error 319 was confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to communication errors resulted from a faulty acj board located on suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse swapped the universal motor controller (umc) 1 and 2, and reseated set up joint (suj) 4 fiber on cardcage, the problem disappeared. Replaced the proximal suj to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that an error319 occurred on universal surgical manipulator (usm)/arm 4 after surgery while cleaning the operating room, and recovery was not possible. Prior to contacting support, a reboot of the system had already been attempted but the issue persisted. Earlier in the day, some recoverable errors had been experienced, which did not prevent continued use. Troubleshooting began with a review of system logs, confirming error319 on nodes 193 to 198. Guidance was provided to perform a hard power cycle using emergency power off (epo), but the issue remained. Guidance was then given to use the system with 3 arms, although 4 arms were required for the next surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue mentioned during the morning was during the same procedure and they recovered the error and finished with 4 arms. It is only after the procedure that the error could not be cleared.